Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5cm in diameter abdominal aortic aneurysm. It was reported that during the index procedure, upon final angiogram, the stent graft was approximately 8mm below the lowest left renal artery with no evidence of a type ia endoleak. An intervention was performed and an endurant ii 25x25x49 cuff was implanted, resolving the event. Per the physician, the cause of the event was due to user error as the stent graft was inadvertently pulled down too far during deployment. No additional clinical sequelae were reported and the patient is fine.